Event description:
On (B) (6) 2010, the pt reported he received an e6 (mechanical error) on his insulin infusion device. He confirmed his device is properly set on alkaline and stated he just changed the battery to a max battery. The e6 did not reoccur. He said he has been without insulin for 1.5 hours. His blood glucose this morning was 153 mg/dl which he said is fine. He measured his blood glucose during the report and it was 503 mg/dl. Symptoms were a flushed face. The pt took a correction bolus of 20 units of insulin and said he was going to eat. On follow up with the pt on (B) (6) 2010, the pt stated his blood glucose has returned to his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.